Event description:
After many yrs without pacemaker follow-up, pacesetter 250-6, was found to display battery depletion characteristics. The pacer was implanted 10-17-89. The ventricular pacing lead, pacesetter 1016t implanted 10-17-89, shows impedance of < 250 ohms. The lead is on alert for insulation failure. Lead abandoned 12-23-97.